Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed a dim, fading and discolored display. A visual inspection of the pump revealed that the battery compartment was cracked. Unrelated to the complaint, the keypad cover was found to be peeled off the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and discolored display. Evaluation also revealed a cracked battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.